Event description:
It was reported that an unknown number of patients experienced high grade diffuse lamellar keratitis (dlk) and at 1 day post procedure, the patients underwent a flap lift and clean which resolved the dlk. Routine post op meds prescribed were, oftaquix, pred forte. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - telephone number: (B)(6). Device evaluation: a field service engineer (fse) visited site to service the system and carried out a full system check to investigate the diffuse lamellar keratitis (dlk) issue and replaced the aspirator tube. Fse also performed a preventative maintenance (pm). System meets johnson and johnson vision specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: service evaluation. Section h3 - device evaluated by manufacturer? Yes. Section h6 -investigation findings - 4247: aspirator tube issue. Product evaluation: a product evaluation was performed for this incident by the field service engineer. The device failed to function as intended. The aspirator tube was replaced a review of the records related to the device was performed. The system and its components met all specifications prior to being released. As a result of the investigation there is no indication of a product quality deficiency. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Additionally, the probability of harm and severity as documented in this complaint are within defined ranges of the risk management file. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.